Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 436mg/dl. The customer's expected fasting blood glucose test result range is 150mg/dl to 155 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 166 and 143mg/dl. The test strip lot manufacturer's expiration date is 10/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). The product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 436mg/dl. The customer's expected fasting blood glucose test result range is 150mg/dl to 155 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 166 and 143mg/dl. The test strip lot manufacturer's expiration date is 10/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:364mg/dl (B)(6) 2016 06:26 am fasting: yes; 2:213mg/dl (B)(6) 2016 09:29 am fasting: yes; 3:255mg/dl (B)(6) 2016 06:17 am fasting: yes; 4:268mg/dl (B)(6) 2016 06:46 am fasting: yes; 5:322mg/dl (B)(6) 2016 01:15 pm fasting: yes.